Event description:
The pt received his scs sys on (B)(6) 2004. It was reported that the pt could not feel stimulation. The pt met with a company rep and was told that 12 of 16 contacts exhibited invalid impedances. He was reprogrammed and felt some pain relief, but lost stimulation again on (B)(6) 2010. The pt is scheduled to meet with a company rep again. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.